Manufacturer narrative:
(B)(4).

Event description:
Study coordinator contacted dexcom on behalf of the patient on (B)(6) 2016 to report their receiver ceased to function on (B)(6) 2015. There was no report of any injury or medical intervention. No additional event or patient information is available.complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and found it to be dirty with scuff marks and scratches, but passed. Charged receiver and attempted to boot up, receiver will not boot up or turn on, only vibrates continuously every 6 seconds. The receiver case was opened and an interior inspection was performed and failed finding moisture damage. The complaint of patient's receiver ceasing to function was confirmed. The root cause was determined to be moister damage, post investigation.the dexcom g4 platinum continuous glucose monitoring system rev. 11, under section 6.11 the dexcom g4 platinum system and water notes the following: keep the receiver dry. Do not spill fluids on it or drop it into fluids.&#709;ep the micro usb port cover closed to help prevent fluid from getting inside the receiver.&#1481;reless communication does not work well through water so the range is much less if you are in a pool, bathtub or water bed.